Event description:
During a follow-up, the device had reached normal eri. It was suspected that the programmer overestimated the longevity of the device. The device was explanted and replaced and the patient was stable.